Event description:
Per the original reporter in uf report #: (B)(4), the "mini one balloon button gastrostomy feeding device was leaking from balloon. G-tube was replaced by surgery. No patient harm."

Manufacturer narrative:
This report is a response to MDR report # (B)(4) which was received from FDA by amt on 11/08/2023. Based on the provided information, the complaint is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Amt worked with the original reporter to obtain the device for examination and performed an inspection of the device once returned. A leak in the balloon wall was identified on the device returned at the distal end of the balloon. A device history review was completed for the reported lot number and no anomalies were found and there have been no other complaints from other users regarding tears or ruptures from these same batches. Recent trending data shows no anomalies in reported failures from the field. The complaint information has been logged into our complaint database for trending purposes. Complaint # (B)(4) was assigned to this report.